Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the clinical study procedure was in 2008, and there was a 2.5 x 28 mm xience v stent deployed in the 1st distal diagonal and a 3.0 x 23 mm xience v stent in the mid left anterior descending artery (lad). The following day, the patient experienced chest pain. The pain was contrast on the left side and at times, radiated to the right side. The patient had not exerted more than necessary due to symptoms. On 11/12/2009, additional information received reported, that in 2009, the patient returned to the hospital for diagnostic coronary angiography, which revealed restenosis. Percutaneous coronary intervention (pci) was done to treat restenosis of the target lesion in the 1st diagonal branch. The patient was discharged the next day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and restenosis as listed in the IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, angina, stenosis and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. In this case, there was no reported product malfunction at the time of the stent implant. It is possible that the reported angina was a secondary effect of the restenosis which resulted in the hospitalization. However, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.